Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a tear in its cassette. This was noticed during troubleshooting for an unrelated alarm on a homechoice (hc) device when the hp removed the cassette to inspect it. The home patient (hp) was not connected. The technical service representative (tsr) advised the hp to use a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.